Event description:
Caller states patient reportedly received blood glucose result of 146 mg/dl on the advantage system and result around 300 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however caller no longer has the test strips; replacement was sent.